Event description:
Note: two boston scientific mesh devices were implanted in the same patient. This report pertains to the advantage fit. It was reported to boston scientific corporation that an upsylon y-mesh and an advantage fit system were implanted into the patient during an anterior and posterior repair, sacrospinous hitch, insertion of tension-free vaginal tape and cystoscopy procedure performed on (B)(6), 2016, for the treatment of prolapse and stress urinary incontinence. The patient experienced complications and nonsurgical treatment. The prolapse surgery involved a moderate-sized anterior and then a larger posterior repair incorporating sacrospinous hitch, the latter to anchor the vaginal vault to the strong sacrospinous ligament of the sidewall of the pelvis. An excellent anatomical result was achieved. The second part of the procedure was the insertion of a tension-free vaginal tape. The combined procedure was performed under spinal block to allow intraoperative tensioning of the tape. The patient was perfectly dry at the end of the cough testing. Additionally, cystoscopy revealed no particular abnormality. A suprapubic catheter was inserted. She was progressing well in the early postoperative phase. As reported by the patient's attorney, the patient's symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; and psychiatric injury.

Manufacturer narrative:
Additional information to blocks a1: patient's initials, b5, d4: lot number, and e1: physician's name and healthcare facility. Block a1: (B)(6). Block b3 date of event: date of event was approximated to october 05, 2016, the date the sling was implanted, as no event date was reported. Block d4, h4: the patient's medical record for the implant procedure contained two advantage fit implant stickers, one of lot 0000038290 and a second of lot 0000031793. It is unknown which of the two was implanted. Lot 0000038290 has manufacture date 07/28/2016 and use by/expiration date 07/28/2019. Lot 0000031793 has manufacture date 05/20/2016 and use by/expiration date 05/20/2019. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6) dr. (B)(6) block h6: patient codes e2006, e2330, e1405, and e0206 capture the reportable events of erosion (extrusion, protrusion of the mesh), pain (back pain, vaginal pain, pelvic pain, groin pain, perinuem pain, anal pain, rectal pain, thigh pain, painful intercourse), dyspareunia (inability to have intercourse), and unspecified mental, emotional or behavioral problem (psychiatric injury). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: two boston scientific mesh devices were implanted in the same patient. This report pertains to the advantage fit. It was reported to boston scientific corporation that an upsylon y-mesh and an advantage fit were implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage; psychiatric injury.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.